Event description:
On 2/28/97 an ipp device was implanted. Info received on 3/24/97 indicates the entire device was removed, reason and details of the surgery were not provided. Add'l lot/ser# 6774c 7541d